Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('claimed breakage/ expulsion: breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), dysgeusia ("metal taste in mouth"), anxiety ("anxiety/psych injury") and depression ("depression/psych injury") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy(bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, fatigue, alopecia, migraine, weight increased, dysgeusia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia, breakage, fatigue, hair loss, migraine, weight gain, metal taste in mouth, anxiety, depression. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: previously reported event injury was updated to new events pelvic/ abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), breakage,fatigue, hair loss, migraine, weight gain,metal taste in mouth, anxiety, depression. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('claimed breakage/ expulsion: breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual ntercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), dysgeusia ("metal taste in mouth"), anxiety ("anxiety/psych injury") and depression ("depression/psych injury") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy(bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, fatigue, alopecia, migraine, weight increased, dysgeusia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia, breakage, fatigue, hair loss, migraine, weight gain, metal taste in mouth, anxiety, depression diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2016: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: quality safety evaluation of ptc. Fu 3 & 4 processed together. On 16-sep-2019: plaintiff fact sheet received. No new significant information was added. No lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.